Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker had corrupt episodes and diagnostics that resulted in an error message and the programmer crashing when attempting to print session records on multiple programmers. The corrupted diagnostics were cleared. Patient was stable.